Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for via phone call for high blood glucose. The customer¿s blood glucose level was 436 mg/dl at the time of the incident. Patient's current bg: 436 mg/dl. Customer reported that high blood glucose level and feels the pump is not delivering insulin. The customer experienced symptoms such as vomiting. Customer reports they have not contacted their healthcare professional regarding the high blood glucose level. Based on customer report customer does not allege pump was under delivering. Customer stated she has been treating with novalog pen. Customer is not calling back to perform an hp test. The insulin pump will not be returned for analysis.